Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she put in a new spot in her stomach for the insulin pump but there was blood coming up in it. Customer experienced blood at site on this infusion set. Customer declined troubleshooting for air bubbles. Customer stated that when connecting her tubing and reservoir, she had a few sets that did not click into place as they normally do when connected at the tubing connector. Customer also mentioned a moisture issue. Customer was advised of the proper removal of the reservoir after it is filled to avoid getting it wet, which could lead to things like a vent blockage.